Event description:
Following a procedure with the tenex health tx system, a patient developed an infection in the foot ulcer that had been treated. The patient was treated with antibiotics and was responding well to this treatment.